Manufacturer narrative:
The device was returned for evaluation and found stretched a-rubber and also found chipped c-cover with sharp edges. There was no frayed wires found. The most likely cause for the distal tip damage is mishandling. The instruction manual states "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged.¿

Event description:
The service center was informed that the during a unspecified procedure, the distal end of the device detached. It is unknown if any device fragment fell into the patient or if the intended procedure was completed. There was no patient injury reported.